Event description:
It was reported that the atrial lead thresholds had been rising. During the lead revision, the atrial lead displayed increasing threshold and decreased impedance. It was questioned if there were possible sensing issues. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was melted, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, the lead was stretched, and there was apparent explant damage.